Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the battery compartment was cracked, the battery cap threads were stripped, the yellow o-ring was visible, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 29-apr-2019 with the following findings: a review of the pump black box data showed no power interruptions. A visual inspection of the pump revealed the battery compartment was cracked and the threads inside the battery compartment were stripped. The battery cap was not returned with the pump. A test battery cap was unable to fit securely to maintain an electrical connection; power loss and pump reboots were duplicated. Further testing was not able to be performed due to the intermittent power issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.